Event description:
It was reported that a mitraclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. It was noted the tricuspid valve had four leaflets and imaging was challenging. One clip (21006a1054) was successfully deployed on the tricuspid valve. However, shortly after deployment, the clip detached from the posterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). To stabilize the clip, an additional clip (30316r1088) was successfully deployed, reducing tr to a grade of 3. The following day, echocardiography was performed and it was observed the second clip had detached from the septal leaflet and remained attached to the anterior leaflet (slda), causing tr to increase to a grade of 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported difficult imaging was due to challenging patient anatomy. The reported off-label use was associated with the use of the mitraclip device on the tricuspid valve. The reported unexpected medical intervention was the result of case-specific circumstances as an additional clip was implanted to stabilize the slda. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report. H6: device code 1494 - indication for use (use in tricuspid valve).